Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer found foreign substance in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "foreign substances in the syringe, contain anti-cancer drugs"

Manufacturer narrative:
D.10 sample returned: yes. D.10 received date: 06/23/2022. H.6. It was reported there was foreign material in the syringe. To aid in the investigation, one sample in a plastic bag and two photos were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The two photos provided show a syringe in a plastic bag. The syringe has a circle drawn on it with black ink indicating what appears to be a black speck or dot. No other information can be obtained from the photos. With the syringe came a laboratory plate with pieces of tape. The sample was sent to a laboratory for further analysis and testing. The foreign matter sample was measured and is 1086 x 1496 micro-millimeters. An ftir analysis determined the foreign material to be a 72.5%, low match, to polyisobutene. This material is not used in the manufacturing areas. The foreign matter was then placed in the syringe and flushed ten times with 50ml of water. The foreign matter stayed in the syringe during each time it was flushed. A device history record review was completed for provided material number 309653, lot number 1335299. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but, since the foreign matter is not used in the manufacturing areas, a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the customer found foreign substance in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "foreign substances in the syringe, contain anti-cancer drugs."